Event description:
It was reported that on an unknown date, the stardrive shaft tip twisted and torqued, and is unable to be used. The hospital provided the instrumentation to the sales rep without any explanation on event or case information. It was unknown when the event occurred. Patient and procedure involvement are unknown. This report is for a periosteal elevator 6mm curved blade-round edge. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: reporter is a j&j employee. Part number: 399.36. Lot number: a7na23. Manufacturing site: tuttlingen. Release to warehouse date: week 23, 2004. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 18 years old). The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the periosteal elvtr 6 crvd bld-round edge was broken from the phenolic handle, fragment was not returned. Additionally, the shaft and dowel pin are missing. As the device is over 18 years old, it is possible that the age of the elevator contributed to the complaint condition. A dimensional inspection for the periosteal elvtr 6 crvd bld-round edge was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the periosteal elvtr 6 crvd bld-round edge would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.